Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported flow block error during the patient-side occlusion test on the 8100 unit was not definitively identified. However, tech support suggested double-checking the setup and replacing the lines. If the issue persists, the unit may need to be sent in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the unit had flow block error while running the patient side occlusion test. There was no patient involvement.